Event description:
It was reported that the left ventricular (lv) lead "migrated a back a bit" one day post implant. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed).